Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper device handling for the user facility. The user can prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and required accessories as described in the evis exera iii colonovideoscope reprocessing manual. Endoscopy support specialist (ess) informed the customer of the correct way to pre-clean the scope according to the instruction for use (IFU) and perform the suction step during manual cleaning according to the IFU. The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested that olympus perform an in service with their staff. The cleaning process was observed for an evis exera iii colonovideoscope and two users did not perform pre-cleaning as per device instructions. Specifically, two users were observed using the air/water cleaning adapter during pre-cleaning but they did not suction air through the system for 10 full seconds as per the device reprocessing manual. In addition, one of these users did not release the air/water cleaning adapter for 10 seconds and did not flush the auxiliary water channel. During the manual cleaning process, one user had the channel plug attached during the suction operation. No patient involvement was reported.